Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and the patient reported dizziness with near syncope. The increased thresholds lead to intermittent loss of capture (loc). As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.